Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for an unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that on second day of impella support, hemolysis was confirmed via hemolytic urine. As a result, the impella's position was adjusted and haptoglobin was administered. Hemolysis resolved after treatment. No further information was provided.